Event description:
The patient presented in the clinic with a device that was oversensing on the ventricular lead. The patient received inappropriate hv therapy as a result. A capture anomaly was observed as a result of the noise. The lead showed some insulation compression around the suture sleeve area. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.